Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Event description:
It was reported that during an implant procedure, two left ventricular (lv) leads were attempted and not implanted. The first lead was attempted but removed due to the guidewire being lodged in the lead. The second lv lead could not be placed due to patient anatomy. No lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.